Event description:
It was reported the pt has lost stimulation. An impedance check revealed high/invalid contacts. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. Surgical intervention might be undertaken to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.